Event description:
It was reported that during the implant procedure, there was a setscrew issue with the device. The physician had trouble unscrewing the setscrew prior to lead pin insertion. It was noted that the setscrew could be seen in the port and that the lead could not be inserted into the header. The device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and anomalies were found. However, it was noted that the returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.